Event description:
Customer reported receiving an error 4 when inserting a test strip into their freestyle blood glucose monitor. During troubleshooting, it was determined the unit of measure could change. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the fa16may2006 letter.